Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 37 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A CT of the abdomen performed for the 1 yr follow-up documented unchanged appearance and position of the abdominal aortic aneurysm stent graft and no evidence of migration. It also documented severe degenerative changes and scoliosis within the lumbar spine with marked facet arthropathy at multiple levels. An angio abdomen and pelvis approx one month ago documented the aneurysm is identified measuring 5.8 x 4.9 cm in maximum diameter. A stent graft is in place and begins well below the origins of the renal arteries and extends into the iliac vessels bilaterally "potential migration". There is no evidence of an endoleak observed. No add'l info was provided and no add'l clinical sequelae were reported.

Manufacturer narrative:
Eval results: (severe degenerative changes and scoliosis within the lumbar spine), (migration). Conclsuion (severe degenerative changes and scoliosis within the lumbar spine). Other - (requires secondary intervention).